Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as there was normal battery depletion which led to the ins not working. They had an upcoming appointment with doctor and waiting for surgical appointment to replace the device. Patient weight was reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient encountered poor communication. The patient confirmed that they had not had recent implant or revision and the patient does use the antenna, troubleshooting could not resolve the issue. The patient also indicated that they had a return of symptoms in (B)(6) 2017, the poor communication began in (B)(6) 2017. The patient was advised to follow-up with their healthcare provider (hcp) to have the ins battery checked. Patient status is unknown at the time of this report. Additional information was received on 2018-jan-09 from a patient reporting that they were not going to go the through the horror story that patient had been dealing with the regarding the ins. They wanted to inquire about an MRI unrelated to the device and therapy because they were told that they couldn't have an MRI due to the ins not working. Patient reported that they went to the (B)(6) to have the device checked due to the previous issue of poor communication that they called in on (B)(6) 2018. Patient stated that the ins hasn't been working for their urinary problems and that they were getting bad. Moreover, patient reported that 2-3 years ago the patient thought there was something wrong with the ins so they went to see a urologist in (B)(6) who gave them a catheter. Patient mentioned that the healthcare professional in (B)(6) told them that they couldn't continue to help patient unless they came back after 24 hours but with them having an oxygen tank, patient couldn't make it back and forth to the office visits. Patient stated that a manufacturer representative was present at the (B)(6) visit who checked the device and said that the device was working fine however it was getting weaker. Patient has an appointment on (B)(6) 2018. No further complications were reported.